Event description:
It was reported to coviden on (B)(6) 2014 that a customer has and an issue with a dialysis catheter. The customer states that after catheter placement, air leakage was found on the arteriovenous end cap, and blood oozed out. The doctor removed it immediately and carried out cleaning and sterilization procedures. A new set was used at once. Pt involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.